Event description:
It was reported the customer received a motor error alarm while attempting to change their infusion set. Customer's blood glucose was 17.4 mmol/l. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence. It was also found a motor position encoder error alarm had also occurred. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to history file over written. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).